Event description:
It was reported a stent was pre-mounted on this balloon catheter. During deployment of the stent in the subclavian artery, the balloon ruptured. An attempt to remove the balloon catheter and stent as a unit was unsuccessful. The pt was transferred to surgery where the device was successfully retrieved. The procedure was discontinued at that time. No further details are availabe at this time regarding the completion of this procedure. However, the pt's condition is good. The device was destroyed by the user facility. Therefore, no failure analysis will be availabe. A lot search was performed and revealed no other complaints to date on this lot number.